Event description:
Reporter indicated that high lead impedance was obtained during system diagnostics testing on pt's device, indicating a possible lead malfunction. Pt x-rays were assessed by physician, but no anomalies were identified. Good faith attempts for further info are currently being made.

Manufacturer narrative:
Device malfunction is suspected, but did not cause or contribute to a death or serious injury.